Event description:
The patient was diagnosed with multiple myeloma. A patient enrolled in a study underwent a single level kyphoplasty procedure at t11/l3. It was reported that the patient experienced right foot numbness that began the same day of the procedure. A post operative image indicated the procedure to be uneventful. The symptoms resolved seven months later. The clinical site indicated that the event was unrelated to the procedure. It was noted that this event may be related to multiple myeloma.

Manufacturer narrative:
Information from study.